Event description:
It was reported that the pump button was not functioning correctly, requiring the customer to press it 30-40 times to fill the tubing. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.